Manufacturer narrative:
Updated section b - 3 with the event date. The device has not been received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The apollo micro catheter was returned for analysis without the (stryker) synchro 0.010¿ guidewire. The synchro guidewire has a labeled distal outer diameter (od) of 0.010¿ and proximal od of 0.012¿ and is hydrophobically coated, as per an online source. Per the apollo instructions for use (IFU) the apollo is not compatible with nonhydrophilically coated guidewires or guidewires greater than 0.010¿ in diameter. Therefore, it appears the synchro guidewire is compatible for use with apollo. The apollo micro catheter was decontaminated. It could not be determined if the apollo useable or distal floppy segment lengths met specification as the 3.0cm detachable tip was found to be detached. The detached apollo tip will not be returned as it remains within the patient. Upon visual examination, no damages or irregularities were found with the apollo hub. No bends or kinks were found with the apollo micro catheter body. The apollo micro catheter was flushed, water exited from the distal end. The ldpe coupling tube overlap length was measured and found to be within specification. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿tip premature detachment¿ was confirmed. Tip premature detachment (during navigation or repositioning) can be caused by detach joint ldpe overlap length too short. However, the detach joint ldpe overlap length was measured to be within specifications. In addition, per the DHR review, the tip detachment tensile value was found to be within control limits of historical spc data and specifications. Tip premature detachment can also occur due to too much vessel calcification (tip gets caught and dislodges) or repositioning of the micro catheter while it is in a wedged position or with vessels that are in vasospasm. However, the cause could not be determined. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been received; however, the investigation has not begun. Once the device has been evaluated and investigation has been completed, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the medtronic liquid embolic delivery microcatheter tip spontaneous detached. Upon withdrawing a synchro wire 0.010¿¿and then bringing the wire again forward, the tip of the microcatheter detached spontaneously and remained in the media feeder of the arteriovenous malformation (avm). The patient did not have a negative impact because of the detached tip and was placed on ass (100mg) for 6 weeks. The anatomy was moderate in tortuosity.